Event description:
On 2016-08-03, additional information was received from a foreign manufacturer representative (rep). It was reported the patient's symptoms began a couple of days after their motor stall was reported. Logs showed the motor stall occurred on (B)(6) 2016. A motor stall recovery was not noted.

Event description:
On (B)(6) 2016, additional information was received from a foreign manufacturer representative (rep). It was reported the rep had called the patient for replacement of the pump, but a replacement date could not be provided. Additional information received on (B)(6) 2016- reported the patient was expected to "come within the next 15 days". The patient had completed "all the formalities with the hospital" and they were "waiting to book their tickets".

Manufacturer narrative:
A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Event description:
Additional information indicated that the brand name of baclofen was liofen; the drug dose was not known. The patient outcome was noted as "the spasticity symptoms have returned". The pump has not been explanted.

Event description:
Information was received from a consumer via a company representative in regards to a patient who was currently being treated with baclofen intrathecal (500 mcg/ml; type, dose, lot # not available). The patient experienced an increase in spasticity, and when the pump was interrogated, it showed a motor stall. The date of the event was reported as (B)(6) 2016. No troubleshooting was performed, and the event had not been resolved. No surgical intervention had been performed or scheduled, but it was planned to replace the pump in the future. The patient was alive without injury at the time of the report. The indication for use, medical history, additional medications taken at the time of the event, cause, additional interventions taken, and outcome was not provided. Should additional information be received, it will be reported in the form of a follow-up report.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.